Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, the pump was intermittently warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported events. Customer experienced a low blood glucose (bg) of 31 mg/dl; cause was unknown. The customer consumed carbohydrates to treat the low bg. The customer continued to use the pump for insulin therapy.